Event description:
Customer stated at 7:30 am, device = 283 mg/dl. Customer stated having a migraine and blurry vision. Customer was transported to the hospital. At the hospital, customer's glucose level = 585 mg/dl at 8:15 am. The type of device for testing was not provided. Hospital administered insulin via IV. Customer was released 11 hours later. No controls were used. A request was made for return product and replacement product was sent.